Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to request assistance regarding the bolus wizard. During the call the customer was not able to follow directions and the paramedics were called. The customer's glucose reading when the paramedics arrived was 48mg/dl. The call was disconnected. Contacted the customer the next day and the customer stated that she was hospitalized due to low blood glucose. The customer's most recent glucose reading was 128mg/dl, and she has treated with food. The customer stated that her doctor believes she has been over bolusing and it was not the insulin pump. No further info was provided.